Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas pro ise analytical unit. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer found an issue with the sipper nozzle and replaced it along with the vacuum nozzle, pinch tube, and sample probe. Calibration and qc were performed and were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.